Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument with an alleged issue to perform failure analysis. Failure analysis found the grip pulley dislodged from dowel pin at the back end. The pulley was rattling inside the housing. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The grips did not open and close. The failure analysis engineer (fae) indicated that the dislodged grip pulley can result in a potentially loose grip cable which impacts the grip opening and closing on the system as well as while using the manual grip release lever.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument stopped working and the jaws would no longer open and close. It is unknown if the jaws were grasping a tissue at the time. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.